Manufacturer narrative:
(B)(4) for product eml2 and mid1, both devices were not returned for evaluation. The device history record for both products were reviewed for non-conformance reports and reworks. There were no ncrs or re-works found in either that would have caused or contributed to the reported event. The complaint could not be confirmed. Discarded by facility.

Event description:
During a deep style ablation, when the clamp was being removed, it became evident there was a tear in the general area of the right pulmonary vein. Bleeding was perfuse and a sternotomy was performed to address the tear and control the situation. Once the patient was put on cardiopulmonary bypass, the tear was addressed and the patient received a full cox maze4. The loss of blood did necessitate a transfusion of 2 units and prolonged the case by ninety minutes.